Manufacturer narrative:
Device used for treatment and not diagnosis. The returned hardware consisted of an intact plate, three intact screws, and three broken screws. The mode of failure, broken screws, is addressed in line 400 of the design and clinical risk management document, 0000004474, rev a.52, for the 2.4, 2.7mm variable angle lcp forefoot midfoot system. The severity of harm is given as a 4 and the probability of occurrence of harm is given as a 1. The design risk assessment is adequate for the intended use. The mode of failure involved with this complaint is indicative of an overloading situation. The exact conditions under which the device was implanted or the compliant nature of the patient is not known.

Event description:
Patient was implanted with mtp fusion plate and screws on (B)(6) 2012. X-rays taken on an unknown date during an office visit revealed 1-2 screws were broken. Patient was returned to the or on (B)(6) 2012 for removal of hardware. Patient was revised with another mtp fusion plate construct. This is 1 of 7 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. Rms company manufactured the 2.4 to 2.7mm va lcp first mtp fusion plate/small, 10 degrees left, 02.211.234, lot 6652471. The 63 part lot was manufactured to the synthes work order 2625950, initiated on may 16, 2011. The operations included vendor machine, incoming final inspection, pack label, and release to warehouse. The rms certificate of compliance, dated may 13, 2011, indicates the parts were manufactured to synthes tabulated drawing number 02.211.234 revision a, and met the material requirements and the required specifications. The parts were inspected and conformed to the synthes incoming final inspection sheet ns045065. There were no non conformities, or complaint related issues with this lot.

Manufacturer narrative:
Device used for treatment and not diagnosis: based on review of all DHR files, this order met all dimensional and visual criteria at the time of release, with no irregularities documented during manufacturing that would have caused or contributed to this complaint condition. Following the manufacturing evaluation nothing was discovered dimensionally that would have caused or contributed to the complaint condition. The device was received, the investigation is ongoing.